Event description:
Complainant alleged that during evaluation by a quality assurance representative, the device displayed a "cannot charge" message. Complainant indicated that there was no patient involvement in the reported malfunction.